Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: biological tissue color white in the surface of the shell deformation and weight to the spec. Gel was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture, baker grade "iii-IV", breast pain (more on the contralateral side), increasing deformation, "psychological stress" and "psychological and health burden". The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii-IV", breast pain (more on the contralateral side), increasing deformation, "psychological stress" and "psychological and health burden".

Event description:
Patient reported left side capsular contracture, baker grade "iii-IV", breast pain (more on the contralateral side), increasing deformation, "psychological stress" and "psychological and health burden". The device was explanted.